Event description:
Intrusion of scleral buckling element left eye. Two vitrectomy surgeries have been performed 3/95 and 4/95. Pt has been fitted with a scleral shell os retinal reattachment surgery done elsewhere in 1984.